Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported seizure-like episode could not be conclusively determined through this investigation. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual alarms or events were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. Review of the relevant device history records for (B)(6) showed no deviations from the manufacturing and quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted following a witnessed seizure-like episode around 11:30 am on (B)(6) 2026. The patient's capillary transit time heterogeneity (cth) and pertinent lab work including lactate dehydrogenase (ldh) were unremarkable. The patient did not have a history of seizures, so the patient was placed on electroencephalogram (eeg) which had not demonstrated any abnormalities. The patient's international normalized ratio (inr) was therapeutic at 2.1 on admission and there were no alarms or power/flow spikes seen on gross waveform review. Log files were submitted for review and captured 1 brief isolated low flow event on (B)(6) 2026 at 11:38 am. The cause of the seizure-like activity was not determined. No further seizures were noted after 2 days of hospital observation, and the patient was discharged home.